Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (intraperitoneal, 250 mg each exchange) and vancomycin for the event. Action taken with pd therapy was unknown. At the time of this report, the patient outcome was reported as resolving and "have been improving". No additional information is available.